Event description:
I developed severe swelling. And joint pain throughout all of my joints and my body in 2014. I had new symptoms that appeared in 2015 which were brain fog, memory loss, heart palpitation, extremely dry skin to the point of cracking and bleeding. Very easy bruising, bruises that stay on me for months. Chronic diarrhea 5 to 6 times a day. Skin discoloration on the face, migraines, and weight gain. I'm not sure how all of this happened but I do suspect my mentor cohesive gel breast implants have something to do with it! I was healthy before I got these implants put in me. And now I can barely take care of my children. My children are actually taking care of me their ages are (B)(6).